Manufacturer narrative:
(B)(4). The reported patient effects of hypotension and death as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that soon after implantation of an unspecified drug eluting stent in the saphenous vein graft (svg) from the aorta to the 1st obtuse marginal (om1) coronary artery, a perforation occurred. A 3.5x19 rx graftmaster covered stent was then implanted and partially sealed the perforation. While prepping a 3.5x26 rx graftmaster covered stent the patient experienced cardiac arrest. Advanced cardiac life support (acls) was initiated with chest compressions, extended cardiopulmonary resuscitation (CPR), placement of an intra-aortic balloon pump (iabp), and administration of extracorporeal membrane oxygenation (ECMO). The patient was transferred to the intensive care unit (ICU) then expired 5 hours later. The 3.5x26 rx graftmaster was prepped but not implanted. No additional information was provided.